Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an under sensed r wave and post non-sustained ventricular tachycardia pacing. It was confirmed that the beat was crossed chamber blanked by an atrial paced event. Programming options were recommended in order to optimize rv sensing windows. The ICD remains in service. No adverse patient effects were reported.